Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to a regional repair center (rrc) in hong kong (returned to rrc on (B)(6) 2022. The evaluation/investigation at the rrc could not reproduce the occurrence of the reported ¿green image¿ and found the video telescope to function correctly and to meet its specification. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the video telescope reportedly displayed a green image. No further information was provided but there was no report about an adverse event or patient injury.